Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiopulmonary bypass procedure, the fusion oxygenator was associated with an alleged product issue involving low po2 values and oxygen saturation after initiating bypass. A po2 test performed prior to connecting the patient to the heart-lung machine showed a value of 436 mmhg. Three minutes after initiating bypass, the first blood gas test revealed a po2 of 40 mmhg on 70% oxygen, with an oxygen saturation of 90.4%. Four minutes later, a second po2 test yielded a value of 46 mmhg and saturation of 87.7%. A third test on 80% oxygen showed a po2 of 63 mmhg and saturation of 90%. Before replacing the oxygenator during surgery, another test was performed on 100% oxygen, resulting in a po2 of 170 mmhg and saturation of 98.2%, which allowed the surgery to proceed without membrane replacement. All subsequent tests during the procedure showed po2 values around 180 mmhg. The patient was treated for low oxygenation during cardiopulmonary bypass, as evidenced by repeated blood gas testing and oxygenator assessment. No patient complications have been reported as a result of this event.